Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on approximately (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. Date of issue is an approximation. The patient's mother stated that upon waking up, the cgm was displaying 125mg/dl. The patient's mother stated the value appeared to be in range, although it was a bit high for the patient. She went to work and found out after that the patient had passed out at home while she was not there. She indicated that the patient's bgs value had to have been closer to 25 mg/dl than 125 mg/dl. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of the reported inaccuracy could not be determined. A root cause could not be determined.